Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 13-aug-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider regarding a patient receiving compounded baclofen 3000 mcg/ml at 1098.3 mcg/day via an implantable pump. The patient¿s medical history included intractable spasticity and history of lupus. It was reported that the patient had increased spasticity not resolved with increased infusion rate. The attempted dye study in february unsuccessful. The dye study was unsuccessful because the catheter could not be aspirated. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient was referred for catheter and pump replacement due to increase spasticity. The pump and catheter were replaced to resolve the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.